Event description:
Pt status post distal tibia plate and a fibula plate approx one year ago returned to surgeon for f/u visit on an unk date. An x-ray showed a non-union of the tibia. Pt was returned to the operating room on (B)(6) 2012 and the plate was removed. While removing the plate one of the screws broke. Surgeon removed the broken screw and filled area with dbx bone graft. Pt was revised and the procedure was completed. This is two of two reports for this event.

Manufacturer narrative:
The device history records review could not be completed without a lot number. The investigation could not be completed, no conclusions could be drawn, as no product was returned.